Event description:
Device 2 of 2. Reference MFR report #: 1627487-2012-15093. It was reported the patient was experiencing heating at the ipg pocket sire while charging the ipg. The patient indicated he had not charged his ipg in about one wee, and it took one hour and twenty minutes to charge. The patient was advised to increase the frequency of charging and to charge for shorter periods of time. No additional information is available at this time. On (B)(4) 2012, st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This charger model was associated with a field correction. Corrective and preventive action (CAPA). Pocket heating was confirmed. The investigation for (B)(4) associated with heating while charging (pocket heating) concluded that the charger was capable of transferring energy to the ipg at a rate that would cause heating of the ipg and/or charging wand of sufficient elevated temperature to cause pain and burns. The heating while charging was determined to be exacerbated by off-axis charging of shallow implanted ipgs and that all charger were capable of elevated charging. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.